Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that rebooting had occurred. Visual inspection revealed no damage to the battery cap, however the pump casing was observed to be cracked near the bottom. There was evidence of corrosion observed inside the battery compartment, and a case leak was observed during leak testing. There were no battery cap contact defects found on investigation. The battery cap secured appropriately to the pump. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and moisture damage was observed on the pcb.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that she received a low battery alarm the evening of (B)(6) 2012, and when she went to change the battery she noted that there was corrosion inside the battery compartment. The patient stated that she tried a new pack of batteries and the pump then emitted a replace battery alarm and has intermittent power. The patient noted that she went swimming with the pump "a few days ago" and there is moisture behind the display. The patient confirmed that the battery cap secures properly, and that there is no damage to the battery cap or compartment. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.